Manufacturer narrative:
The distributor has been requested to provide conmed with a more detailed description of the reported event. A follow-up medical device report will be submitted once the evaluation of the suspect device is completed.

Event description:
Orthopedic operation for two or three hours. When doctor peeled off the ground pad, patient's skin peeled off and adhered to an adhesive part of the pad.the patient is (B)(6). The ground pad was attached to the right side abdomen.